Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an occlusion was found 12 months post placement, in the distal 1/3 of sfa for treatment of an occlusion. Occlusion may have caused or contributed to reduce blood flow which may require additional medical intervention.

Manufacturer narrative:
A manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been reported for this lot number previously. Based on the returned ultrasonic images an occlusion could not be confirmed as neither the stent nor the occlusion were visible. Therefore, the investigation will be closed with inconclusive result. An indication for a device relation of the reported occlusion could not be identified. Potential factors that could have led or contributed to the event reported have been evaluated. Based on the information available and as the condition of the returned ultrasonic images were poor, a definite root cause for the event reported could not be identified. In reviewing the labeling supplied with this product it was found that the IFU sufficiently addresses the potential risk. The IFU states that 'arterial occlusion/restenosis of the treated vessel' is potential adverse event that may occur. In regards to balloon dilation the IFU states: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an occlusion was found 12 months post placement, in the distal 1/3 of sfa for treatment of an occlusion. Occlusion may have caused or contributed to reduce blood flow which may require additional medical intervention.